Event description:
Pt underwent aaa repair in 2008. One flex main body, and two iliac leg grafts were placed. A large proximal type I endoleak was observed during the final angio. The physician ballooned the stent again but the endoleak persisted. It was decided to place a main body extension graft. This graft was placed, however, upon deployment, it tilted slightly. The physician ballooned the stent and another angio was performed. The proximal type I endoleak still persisted, so the physician decided that the zenith devices would need to be explanted and an open surgical repair of the aaa would have to be performed. The explant and subsequent open repair of the aaa were performed without incident.

Manufacturer narrative:
Evaluation: no product was returned for evaluation. An internal clinical review indicated the event was due to pt anatomy and/or incorrect planning and sizing. Per our IFU, we do state: "inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries." Our physician reference manual also states: "the outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the pt's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made."